Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that there is noise on the right atrial (ra) and right ventricular (rv) channels. The noise is being oversensed and leading to pacing inhibition with asystole greater than two seconds along with pre-syncopal episodes. It was noted that the patient is pacemaker dependent. They were unable to reproduce the noise on either channel during in office testing. Boston scientific technical services (ts) was consulted and suggested further evaluation of the other manufacturer's ra and rv leads along with considering a possible revision procedure. A revision procedure was performed where the other manufacturer's leads were surgically abandoned. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted electively during the procedure. No additional adverse patient effects were reported.